Manufacturer narrative:
Result/conclusion: disposable device.

Event description:
It was reported that the customer had stated that a patient experienced blistering of skin on back following treatment. The user facility explained that the patient may have had a pre-existing condition from the use of specific drugs or their existing condition in the hospital that may have caused or contributed to the blistering. Furthermore, the patient may have been wrapped too tight. There was patient involvement; however, no clinically relevant delay in treatment was reported.